Event description:
There was no patient involved in this event. Device problem was cery low.

Manufacturer narrative:
The device history records for the sam 360p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 360p passed ¿out qat from heartsine technologies on the 21st november 2016 upon receipt, the device was emitting low volume from the speaker, as per the reported fault. Removal of the speaker from the upper case assembly revealed a thick ring of metallic debris around the centre of the speaker cone, which had impeded the vibrations of the speaker and resulted in low volume output. The dirt on the device¿s outer casings alongside the metallic debris found around the speaker cone, would suggest the device had been stored in the presence of metallic particles, i.e. A factory environment. Due to the magnetic nature of the speaker, these particles would have been attracted through the holes of the speaker housing from the surrounding environment. It is unclear when the debris had penetrated the device. However, information from the history log showed multiple manual power cycles on the date of complaint on (B)(6) 2020, which would suggest the user had identified the fault at this time. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a sam 360p.

Event description:
There was no patient involved in this event.. Device problem was cery low.